Event description:
Material#:309575, batch#: 3331068. It was reported by the customer that the a facility administrator reported to xxxx that a bd 3ml luer-lok syringe 21gx1in had no milliliter markings. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint#: (B)(4). Product: bd 3ml luer-lok syringe 21gx1in. Product #: 309575. Lot#: 3331068. Complaint: a facility administrator reported to xxxxx that a bd 3ml luer-lok syringe 21gx1in had no milliliter markings. Dear qa department: the purpose of this letter is to notify you, the manufacturer that xxxx. Na, distributor of your bd 3ml luer-lok syringe 21gx1in, received the above complaint against this product. Comments on 05/06/2024. All available information has been provided, regulatory reporting is the responsibility of the manufacturer.

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#:309575. Batch#: 3331068. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: "a facility administrator reported to xxxx that a bd 3ml luer-lok syringe 21gx1in had no milliliter markings." Verbatim: rcc received a complaint via email. Email(s) attached. Complaint#: (B)(4). Product: bd 3ml luer-lok syringe 21gx1in. Product #: 309575. Lot#: 3331068. Complaint: a facility administrator reported to xxxxx that a bd 3ml luer-lok syringe 21gx1in had no milliliter markings. Dear qa department: the purpose of this letter is to notify you, the manufacturer that xxxx. Na, distributor of your bd 3ml luer-lok syringe 21gx1in, received the above complaint against this product.